Event description:
The back of the coil broke while loading it into the catheter. The coil was removed and replaced with no harm to the patient. Manufacturer response for detachable vascular coil, 1.5mm x 3cm target tetra detachable coil (per site reporter).